Event description:
It was reported that for the pacer-dependent patient intermittent loss of capture, high capture threshold and increased pacing lead impedance were observed. It was suspected these issues were due to an exit block. The lead was explanted and replaced. There were no patient complications with explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in three segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.